Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose in the low 300 mg/dl range at the time of the incident. The customer was given manual injections and fluids to treat. The customer experienced symptoms such as dizziness, ketones, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer was half asleep and accidentally gave themselves 7 units and they were not high. The customer used 50 grams of carbs to cover. The customer also had sensor glucose versus blood glucose differences. The insulin pump will not be returned for analysis.